Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the guide wire was found to be kinked upon opening the kit was confirmed. The customer returned one guide wire, the guide wire advancer assembly and various other components in an opened kit. Visual examination revealed the components in the returned kit are unused and the guide wire is completely out of the advancer assembly. The guide wire has one 90 degree bend/kink near the proximal end. The rest of the wire appears undamaged. Microscopic examination did not reveal any other defects or damage. A manual tug test confirmed that both welds remain intact. The kink in the wire was measured at 42.4 cm from the distal weld or 3.3 cm from the proximal weld. The guide wire measured 457 mm in the total length and exhibited an outside diameter (od) measured 0.848 mm. The returned guide wire was within specification for length and od per the guide wire graphic (length: 450- 458 mm and od: 0.838- 0.877 mm). This guide wire assembly consists of a rigid tube with a straightening tube and protective cap over the j-bend to prevent kinking. This assembly is placed on top of other remarks: components in the tray during packaging. In the returned kit, the guide wire was completely removed from the assembly but the assembly and cap were found in the returned kit. If the advancer cap comes off in the kit during transit, it is possible that the distal end of the guide wire could protrude some from the assembly and come into contact with other components and/or the tray and become damaged prior to opening the kit. However, this guide wire was damaged at the proximal end which indicates that the entire guide wire was separated from the assembly in transit and became damaged when it came in contact with other components in the kit. A device history record review did not reveal any manufacturing related issues. Based upon the condition of the returned sample and the time of discovery, the probable cause is shipping and handling. No further actions will be taken.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that "the event occurred at the intensive care unit. After the previous noted issues - the customer has checked a device of the same unit box (same lot) and it was noted that guide wire is also kinked.